Event description:
The customer reported video cable is damaged and there are artifacts in the image during inspection for use procedure involving an olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation due to damage on cable unit and plug unit cracked, water tightness was lost, due to disconnection in cable unit, the displayed image is flickering, corroded plug unit, loose and corroded pins. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue video cable is damaged due to a cut on the cable unit. Additionally, the displayed image is flickering was due to disconnection in the cable unit. Due to damage to the cable unit and as plug unit was cracked water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.